Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that back in 2017, their pacemaker had been taken out and put back in, due to infection. Follow-up with the clinic confirmed that the patient had presented with a pocket infection in 2017, and during that procedure, the physician chose to temporarily remove the device and clean out the pocket before re-implanting the same device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.